Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure, the ventricular lead exhibited insulation abrasion. The abrasion was repaired by applying medical adhesive. The lead exhibited normal values and remained implanted. The patient would be monitored.